Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer attempted to use a new freestyle libre 3 plus sensor with the ilet system and received a ¿sensor already in use¿ message after initially starting the sensor in the abbott mobile app, resulting in no glucose data on the ilet. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included reverting to an alternate cgm integration temporarily and planning to start a new freestyle libre 3 plus sensor compatible with the ilet. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the sensor was already paired to another device, which prevented pairing to the ilet mobile app and pump. It was concluded that the event was due to use error related to starting the sensor on a non-ilet application prior to ilet setup, and device function was normal.